Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record as well as similar incident query could not be performed due to unknown lot information. Based on the available information, a cause for the partial clip movement could not be determined. The reported recurrent mitral regurgitation (mr) appears to have been a cascading event of the clip movement. The reported patient effect of recurrent mr is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the increase in mitral regurgitation and clip movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. One day post procedure, transthoracic echocardiogram (tte) showed the mr had increased to 2-3. It was noted one clip looked as if the posterior leaflet entered the clip sideways instead of over the clip arm and possible not stable on the leaflets. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.